Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Functional testing found that the battery failed but was due to normal usage. It was reported that the monitor provided incorrect readings and erratic oximetry readings. The reported issues were confirmed. The most likely cause was traced to component failure. This regulatory report is being submitted due to retrospective review through CAPA: 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter the data displayed on the central monitor was different from the cordless extension unit. The customer tested the monitor with fluctuating numbers. It was powered on and off many times, but nothing changed. There was no patient involvement.